Manufacturer narrative:
The device was returned to the manufacturer and the reported failure was confirmed. The rotor assembly and motor assembly were found to have corrosion damage. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/process changes related to this confirmed failure.

Event description:
It was reported that the drill was getting hot during testing. There was no patient involvement or adverse consequences related to this event.